Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through an unspecified quantity of clearlink system non-dehp secondary medication sets. On multiple occasions, it was observed that the medication from the secondary set had not infused and only the primary medication was running. There was no patient injury or medical intervention associated with this event. No additional information is available.